Event description:
Customer service states the provider called in on order 864550086 and the wheels that were ordered were the wrong part customer service error but also mentioned the anti tip hardware and the casters "were destroyed".